Event description:
A customer reported experiencing a past event with high blood glucose levels, though the specific value was unknown and displayed as "high." Cause was not known. To resolve the high glucose level, the customer administered a correction injection via multiple daily injections (mdi). Technical support recommended that the customer consult with a healthcare professional to discuss factors affecting blood glucose levels, and the customer understood and acknowledged this advice.